Event description:
It was reported that the pt was having an increase in seizures. It is unk if this increase is above or below pre-vns baseline. Per the treating physician, the increase may be due to the generator being near end of service. Pt is scheduled for replacement surgery. Attempts for further info have been unsuccessful to date.